Event description:
Medtronic received information that during use the bio-console instrument's motor controller displayed warnings and malfunctioned at times saying "motor controller malfunction". The customer stated sometimes it took four attempts to get the motor running and it was possible that the knob control was mis-calibrated (it had fallen off before with reattachment by the hospital biomed department). Use of the instrument was continued with no resulting adverse patient effect. Additional information was received that confirms that the hand crank was not required to maintain flow at any stage during this procedure.

Manufacturer narrative:
Device evaluation summary: the reported motor controller displayed warnings and malfunctioned at times saying "motor controller malfunction" was verified during service. The service technician was unable to duplicate the error on the display but they found error 54 (sc mpu mc speed control with hard error) recorded in the error log. The issue was resolved by replacing the mp module. Preventive maintenance was performed per specifications. Conclusion: complaint confirmed the reported motor controller displayed warnings and malfunctioned at times saying "motor controller malfunction" during service. There were no patient/clinical safety issues reported. The service history record was not reviewed as returned product analysis found no evidence of servicing issues with the serviced device. This investigation was completed with the information that was provided, if additional information is received, this investigation will be reopened if deemed necessary. Trends for issues with this product are reviewed at quarterly quality meetings. This regulatory report is being submitted as part of a retrospective review and remediation per d00953163 as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.